Event description:
The customer called and reported he received a motor error alarm on the insulin pump during bolus. The customer's blood glucose level was 78 mg/dl. During troubleshooting, it was stated the insulin pump had also alarmed with a motor position encoder error. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.